Manufacturer narrative:
Other, other text: h10 device evaluation: one pneupac ventilator was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The product problem occurred because of a faulty input manifold. The problem source of the reported product problem was unknown. A root cause was not established. The faulty input manifold was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator exhibited intermittent failure. No patient injury or complications were reported in relation to this event.